Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as 2134265-2016-00938. It was reported that stent thrombosis and death occurred. Vascular access was obtained via the right femoral artery. The de novov lesions were located in the anterior descending artery (ad) and the circumflex artery (cx). The left coronary was cannulated with a jl 7fr 3.5 guide catheter. Two non-bsc .014" guide wires were advanced to the ad and the cx. The lad was pre-dilated with a 2x15mm balloon and then the 2.5x32mm synergy stent was deployed at 12atms. The stent was post-dilated and noted to be well positioned and apposed, with good flow. A 2x15mm maverick balloon was advanced to the cx for pre-dilation. Then the 3.0x28mm synergy stent was deployed at 12atms. The stent was post-dilated and noted to be well positioned and apposed, with timi iii flow. Forty-five minutes post procedure, while in recovery, the patient complained of chest pain. An EKG revealed hemodynamic changes and the patient was transferred to the cath lab. Thrombosis was observed in the left main trunk. Tirofiban was administered and angioplasty was performed in the cx, but could not be performed in the lad. The patient experienced cardiopulmonary arrest. Advanced resuscitation maneuvers were performed; however, the patient died.